Manufacturer narrative:
Explant due to tear at the right-coronary cusp (rcc) was reported. The investigation found that there was a tear on leaflet 2 and that there was circumferential pannus growth, fibrous pannus ingrowth on the inflow surface and on the inflow surface of leaflet 3 extending 2mm onto the base of the cusp. There was a denatured appearance to the collagen at the site of the tear. Leaflet 3 was found to have fibrous pannus ingrowth extending onto the cusp base. The outflow surface had fibrous pannus limited to the sewing cuff. There was chronic inflammation within the pannus and a microcalcification on the sewing cuff. Based on the information received, the cause of the reported incident is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received. The trifecta valve was implanted in 2016. On (B)(6) 2023, the valve was explanted due to tear at the right-coronary cusp (rcc) and replaced with a 21mm non-abbott valve.

Event description:
It was reported that on an unknown date, an unknown size trifecta valve was successfully implanted. On a later unknown date, the valve was explanted and replaced with an unknown size non-abbott valve. The patient status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.